Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed noise, oversensing and pacing inhibition. There was also an instance of loss of capture (loc) noted. An insulation breech was suspected. The patient was seen for a revision procedure where the lead was surgically abandoned and replaced. There were no additional adverse patient effects reported.